Manufacturer narrative:
The device was not made available for evaluation at this time. Should further information or the device become available, a follow-up report will be issued.

Event description:
Consumer alleges she was riding on a straight sidewalk when the unit allegedly tipped over.

Manufacturer narrative:
The device was returned and evaluated. The alleged event could not be duplicated.

Event description:
Consumer alleges she was riding on a straight sidewalk when the unit allegedly tipped over.